Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that patient faced tape not sticking event on 25-may-2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6).